Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touch screen did not respond, despite restarting the unit many times. The device was not used on a patient when the event occurred.